Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor patient reported that since they had a unrelated medical surgery, the therapy was not working for them. The patient tried changing the program, and increasing stimulation, but neither helped. The patient stated that they increased stimulation and they felt it too much so they turned it back down. During troubleshooting, it showed that the stimulation was on and patient had the ability to change programs and/or adjust stimulation and patient was advised it takes time for body to respond to therapy, therefore titrations should be discussed with their health care professional. No further complications were noted or anticipated

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the patient had a uti and was put on antibiotics. No further complications were noted or anticipated